Event description:
Hcp reported the pt had an infection-meningitis. The device system was explanted and the pump was returned to the MFR for analysis. A follow-up report will be sent when add'l info is received.